Event description:
Update: litigation papers allege patient experienced debilitating pain, dislocation, discomfort, and soreness, in the area of her hip implant, thereby, negatively affecting her ability to perform activities of daily living. It is further alleged friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused cobalt-chromium metal ions and particles to be released into the patients blood, tissue and bone surrounding the implant. There is no new information to change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address adverse reaction to metal bearing. Update: (B)(4) 2012 - litigation papers allege, patient experienced debilitating pain, dislocation, discomfort, and soreness, in the area of her hip implant, thereby, negatively affecting her ability to perform activities of daily living. It is further alleged friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused cobalt-chromium metal ions and particles to be released into the patients blood, tissue and bone surrounding the implant. There is no new information to change the outcome of the investigation. Update: 1/29/2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Patient was revised to address adverse reaction to metal bearing.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Ppf alleges metallosis. Doi: (B)(6) 2006 - dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges dislocation with closed reduction, metal wear metallosis and elevated metal ions. Added surgeon, lawyer, law firm and update product details. Added stem due to alleged elevated metal ions. Doi: (B)(6) 2009 - dor:(B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.